Manufacturer narrative:
Product ID: 3889-28, lot# va0v2av, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the patient indicated she had surgery on (B)(6) 2016 to reposition the device deeper in the body because it was too close to the surface of the skin. This resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v2av, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the current implantable neurostimulator moved up a little internally when she sat down. It was noted that it had been gradual since implant. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. Correction: see manufacturer¿s report # 3004209178-2019-12232 for the patient¿s previous device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins device had to be put deeper due to weight loss. There were no further complications reported or anticipated.